Manufacturer narrative:
Multiple attempts were made for sufficient repair information, but no further information was provided and the device was reported to be back in service. If more repair information is received, this complaint will be re-opened and re-evaluated accordingly.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15sep2020.

Event description:
The customer reported low tidal volume and the unit will not go into standby mode. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.